Event description:
Medical affairs spoke to pt's family member who mentioned that the pt reported blood glucose results of 120 mg/dl and 44 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt did not seek medical attention of call their md. Pt was experiencing symptoms prior to testing. Pt treated for low blood glucose. Pt also reported blood glucose results of 210 mg/dl and 135 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.